Manufacturer narrative:
The customer replaced the reagents, reaction cells, and the lamp. The customer performed a cell blank and an ise check with acceptable results. The field service engineer found several tubes were leaking from the rinse unit and replaced them. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 6000 c501 module. The patient's initial na result was not reported outside the laboratory. The customer performed repeat testing with the sample. Sample identifier (B)(6) had an initial na result of 161 mmol/l. The patient's repeat na result was 139 mmol/l. The na electrode lot number and expiration date were requested but not provided.